Manufacturer narrative:
The customer¿s report of secondary back flowed into primary was confirmed. The primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. During functional testing fluid and air bubbles were immediately noticed going into the primary bag. The check valve failure was due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the pvc particle was not identified.

Event description:
The customer reported that backflow of the secondary antibiotic into the primary bag occurred during an infusion. The user observed that the drip chamber in the primary line was filling up and there were bubbles going into the primary bag. The clinician then switched the secondary lines and it continued to bubble into the primary bag and fill the drip chamber. The entire primary line was changed and the secondary line and the IV med began to infuse properly. No patient harm was reported. The event occurred on the surgical inpatient unit, and the devices were sent to biomed who tested the pumps and no fault was identified. Biomed also tested the sets and confirmed that fluid was flowing backwards through the check valve.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer declined to provide patient demographic details.

Event description:
The customer reported that backflow of the secondary antibiotic into the primary bag occurred during an infusion. The user observed that the drip chamber in the primary line was filling up and there were bubbles going into the primary bag. The clinician then switched the secondary lines and it continued to bubble into the primary bag and fill the drip chamber. The entire primary line was changed and the secondary line and the IV med began to infuse properly. No patient harm was reported. The event occurred on the surgical inpatient unit, and the devices were sent to biomed who tested the pumps and no fault was identified. Biomed also tested the sets and confirmed that fluid was flowing backwards through the check valve.